Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Review of the episodes recorded in the device memory showed that 1 treated arrhythmia episode was stored on 14 september 2022. On this episode, before delivery of atp, cycle length of 499ms was observed. This length was not sufficient for the ¿af discrimination related ¿long cycle gap¿ detection¿ (¿stability+/acceleration¿) discrimination algorithm to be correctly classified as a ¿long cycle¿ (given the ¿long cycle gap¿ parameter was programmed to 170ms) therefore, the algorithm, misclassified what was most probably a fast conducted (and relative stable) af as being ¿vt¿. Therefore, upon reaching the programmed ¿vt persistence¿ (inappropriate) therapy / atp was delivered. Based on the available information, the algorithm / ICD functioned according to specifications. Reprogramming may be required to improve discrimination of these fast (and relative stable) conducted af episodes as to reduce the likelihood of resulting in inappropriate therapy. - persistence increase from 20 to 30 cycles - long cycle gap reduction from 170 ms to 140 ms (to increase the probability of detection ¿long¿ cycles during the af and as to thereby enhance af detection) - long cycle persistence extension from 10 to 16 ms reprogramming remains physician¿s responsibility. The risk of delivering inappropriate therapy should be weighed against the risk of not delivering appropriate therapy.

Event description:
Reportedly, inappropriate atp was delivered on an episode of af misclassified as a vt due to high v rate.